Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to pt injury previously. Device issue: guide wire separation. It was reported that during an iliac angioplasty, the guide wire separated in two pieces. One part was removed. The second part was in the artery and had been retrieved after the catheter was removed. The broken part was easily retrieved from the artery because the proximal tip was in the access device where the catheter is introduced through. No intervention was required. No additional event or pt information is available.